Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited fluctuating pacing impedance measurement but within range. Fluctuations in pacing threshold measurement was also noted. Boston scientific technical services (ts) discussed troubleshooting steps. There was no known explanation why the fluctuation occurred. In addition, the patient had chest pain but was thought to be not related to the device. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The lead and device remain in service.